Manufacturer narrative:
Additional information received also noted that loss of capture was seen on this rv lead prior to the explant procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic visual inspection noted that the helix was slightly bent. Laboratory anlaysis could not confirm the filed allegations related to the electrical performance of the lead and the dislogment, while it was likely that the inability to retract the helix was caused by a bent helix found in the laboratory.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that a repositioning procedure was performed due to out of range pacing impedances, poor pacing, as well as a confirmed dislodgement of this right ventricular (rv) lead. Upon attempting to reposition the rv lead the helix would not retract. Finally the physician elected to explant and replace this lead. No adverse patient effects were reported.